Event description:
When doctor released finger from red suctioning button, it kept suctioning so the abdomen deflated multiple times during the procedure. The button didn't release properly, and valve didn't close properly. FDA safety report ID# (B)(4).